Event description:
Device malfunction: link break. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose at device attempted arteriotomy closure of the right femoral artery after an unspecified procedure. Reportedly, a link break occurred. The device was removed and hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The device was received. Investigation is not yet complete.